Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2005. In 2009, the patient saw the surgeon, due to experiencing pain in contra-lateral knee. The patient reported having a fall. X-rays reviewed that the screw disassociated from the tibial tray and stem extension and was floating in the knee. The patient was seen again by the surgeon a few days later, and it was decided to remove just the screw from the soft tissue under local anesthetic and not revise the components. It is unknown when the screw will be removed.